Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a low system impedance measurement post implant, of 25 ohms. Technical services (ts) discussed reasons for the low impedance, along with troubleshooting options with the health care professional (hcp). This electrode remains in service. No adverse patient effects were reported. (B)(4).